Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.

Manufacturer narrative:
Clinical reason given for explant: "not tolerating edof technology. Decreased bcva¿ the root cause for the reported complaint appears to be a coincidental event that was unrelated to product as user facility reported via reply card that the product did not cause/contribute to the event. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was patient was not tolerating edof technology, decreased bcva. Additional information was requested, but further no information was available.